Manufacturer narrative:
The reported event of ¿quartet¿ lead ¿was inserted in the catheter, but insertion was difficult¿ was not confirmed. As received, a complete lead was returned in one piece without the catheter. The lead could be fully inserted inside the catheter and removed without difficulties. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead was difficult to insert, and it could not be advanced in the catheter. The lead was ultimately not used. Patient condition was stable.